Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was reportedly malfunctioning. The patient had an increased heart rate. Boston scientific technical services (ts) referred the patient to physician to determine if that rate was appropriate. The device remains in service. No adverse patient effects reported.